Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will discard the product. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system.

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with results obtained. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in from the pharmacy stating that she just came from the urgent care because of a true metrix meter. Customer states that she has been using the meter and it has been giving her results like 120 and 139 mg/dl. She did not disclose rather the results were fasting or none fasting. Customer sates that because the meter was giving these low result, she has been cutting her medication in half. Customer states that today she compared her meter with her brother's meter, the other meter read 200 mg/dl, did not disclose rather it was fasting or non-fasting. The metrix was still reading 120mg/dl. Customer did not disclose rather the results were taking within 30 minutes or less, or more. Customer states that she went to the urgent care (B)(6) 2018. She states that they told her, her a1c was 9.1. She was released the same day. She took her meter too the pharmacy to returned it. Customer states that she will no longer use our product, but she thought we should know what happened. Customer was in a rush, she did not have time to provide information. She requests a call back in 20 minutes. I called customer 20 minutes later. She did not respond. I left her a voice message. I called her back again, customer answered, I attempted to get information about the meter and strips, information regarding results she mentioned rather or not they were fasting, the results from the memory, and information regarding her urgent care's visit. Customer was not cooperating. She refused to provide any more information. I pleaded with customer to obtain information. She refused and disconnected the call. Customer does not wish to be contacted any longer regarding this matter. She states she is now using a different meter that her doctor provided. No calls back will be assigned as customer refused to cooperate and mentioned she wants nothing to do with us. She also confirmed that she is no longer using our product. I requested that customer returned the product for investigation, she refused stating that she will throw it away.